Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the usb port was damaged, and the pump took longer than expected to charge. In addition, it was reported that pump battery depleted rapidly. There was no reported adverse impact to the customer. Customer declined troubleshooting with tandem technical support.